Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed multiple low augmentation alarms around the time of incident in the iabp¿s diagnostic error log. The fse noted that no blood was observed on the pneumatic module or safety disk. The fse returned the next day and performed all functional and safety test per factory specifications. All testing passed. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a low augmentation alarm & saw blood on the catheter 't' junction. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.